Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-may-2023. H6: investigation summary our quality engineer inspected the 3 photos and 1 sample submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the samples. Analysis of the sample showed that there was no foreign matter found on the sample returned. Two air bubbles of epoxy were found at the needle hub, but this is likely bubbles formed while the epoxy was hardening after application. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample.

Event description:
It was reported that the bd angiocath¿ plus IV catheter experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from korean to english: occurrence of unspecified foreign matter on the catheter end-tip and chamber (liquid estimation).

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ plus IV catheter experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from korean to english: occurrence of unspecified foreign matter on the catheter end-tip and chamber (liquid estimation).